Manufacturer narrative:
The polarx catheter was evaluated by boston scientific. Upon receipt at our post market quality assurance laboratory, device was visually inspected. No visible blood was observed inside the polarx balloons. The device was leak tested and passed all inner and outer balloon leak tests. The polarx was then dissected to investigate the blood detection wires for any damage or defects that would have resulted in the errors observed in the field. During balloon dissection an outer balloon blood detect wire split was found. This wire split could lead to the wires contacting each other which would result in a false blood detection error. Laboratory analysis was able to confirm a false blood detection error.

Event description:
It was reported that during a procedure a polarx fit balloon catheter was selected for use. However, after ablating both left pulmonary veins without any issue, before starting ablation in right superior pulmonary vein a blood detection error was displayed. To resolve the issue the cryo cable was disconnected and reconnected but the issue persisted, therefore the physician decided to replace the device, and the issue was resolved. The procedure was completed with no patient complications. No visible blood was observed in the device after the error occurred. The device was returned for laboratory analysis.

Event description:
It was reported that during a procedure a polarx fit balloon catheter was selected for use. However, after ablating both left pulmonary veins without any issue, before starting ablation in right superior pulmonary vein a blood detection error was displayed. To resolve the issue the cryo cable was disconnected and reconnected but the issue persisted, therefore the physician decided to replace the device, and the issue was resolved. The procedure was completed with no patient complications. The device is expected to be returned for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.